Event description:
The patient reported uncomfortable stimulation and communication issues between her implant and external equipment. The patient went to the emergency room for medical evaluation and was released the same day.